Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and genital haemorrhage ('bleeding and blood clots') in a 40-year-old female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "unable to place left coil tried 3 times" on 27-feb-2015 and device difficult to use "unable to place left coil tried 3 times" on 27-feb-2015. The patient's medical history included pain in arm, abdominal pain, cholelithiasis, flank pain, kidney stones, neck strain, lumbar pain, dysfunctional uterine bleeding, uterine enlargement, uterine fibroids, follicular cyst of ovary, meniscus injury and tonsillectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included endometrial ablation since 13-mar-2016, nephrolithiasis, vulvovaginal condyloma, human papilloma virus infection, blood pressure abnormal, anxiety, loss of energy, hot flashes, flushing, hematuria, obesity, major depressive disorder, hyperglycemia, adenomyosis and muscular weakness. Concomitant products included omeprazole since 2010. On (B)(6) 2015, the patient had essure inserted. In may 2016, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In december 2016, the patient experienced vaginal discharge ("vaginal discharge"). In april 2017, the patient was found to have weight increased ("weight gain"). In november 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and fatigue ("fatigue, worsened"). In march 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain,/cramping"). In may 2018, the patient experienced menopause ("hormonal changes describe: pre menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy unilateraloopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menopause, migraine, weight increased and vaginal discharge outcome was unknown, the vaginal haemorrhage, menorrhagia, headache and abdominal pain had resolved and the fatigue had not resolved. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 27feb2015 right side, 13mar2015 left side. The essure device was then placed and deployed within the right fallopian tube in the standard fashion without difficulty. The left ostium could not be well visualized but 3 separate essure devices were deployed in an effort to cannulate the tube. In each case the tip bent and would not go in to the ostiium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-may-2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and genital haemorrhage ('bleeding and blood clots') in a (B)(6) year-old female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "unable to place left coil tried 3 times" on (B)(6) 2015 and device difficult to use "unable to place left coil tried 3 times" on (B)(6) 2015. The patient's medical history included pain in arm. Concomitant products included omeprazole since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and fatigue ("fatigue, worsened"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain/cramping"). In (B)(6) 2018, the patient experienced menopause ("hormonal changes describe: pre menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menopause, migraine, weight increased and vaginal discharge outcome was unknown, the vaginal haemorrhage, menorrhagia, headache and abdominal pain had resolved and the fatigue had not resolved. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2015 right side, (B)(6) 2015 left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received: events hormonal changes describe: pre menopause, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pain, vaginal discharge, fatigue, weight gain, complications or problems that occurred at the time of essure placement: unable to place left coil tried 3 times were added. Medical history, lab data, lot number added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.